Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found. Per argon ifu9012, "the guidewire should not be withdrawn through the needle. Damage or shearing of guidewire may occur." After three notifications, the sample from the alleged complaint has not returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without a device to evaluate, determining root cause or corrective action is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
Tip of nitrex guidewire sheared off and was retained extravascularly while attempting left femoral arterial access for diagnostic peds cardiac cath. Immediately contacted surgeon, and then peds surgery doctor. Determined it was safe to leave in place. Proceeded and completed case with no other issues. Doctor notified patient family at completion of case. Specific item: ev3 nitrex .018" x 80 cm guidewire. Ref#: (B)(4), lot#: 6675783. Used in conjunction with argon medical devices amc/3 arterial needle 21ga x 1" ref#: (B)(4). What was the original intended procedure? Left femoral arterial access for diagnostic peds cardiac cath.

Event description:
Tip of nitrex guidewire sheared off and was retained extravascularly while attempting left femoral arterial access for diagnostic peds cardiac cath. Immediately contacted surgeon, and then peds surgery doctor. Determined it was safe to leave in place. Proceeded and completed case with no other issues. Doctor notified patient family at completion of case. Specific item: ev3 nitrex .018" x 80 cm guidewire. Ref# n180801, lot# 6675783. Used in conjunction with argon medical devices amc/3 arterial needle 21ga x 1" ref# 195311. What was the original intended procedure? : left femoral arterial access for diagnostic peds cardiac cath.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.